Event description:
It was reported that approximately one year post op a realize band implant, the band had was removed because it had eroded completely into the stomach. It was reported that the patient had a site wound infection and underwent a procedure to remove the port and move to another location. Date of infection and procedure unknown. The patient was scoped at that time and there was sign of band erosion. The patient has had no adjustments, as the weight loss was acceptable with no fills. The band and port were removed and the gastrotomy was sutured closed and a drainage tube was placed. The surgeon believes the site wound infection may have caused the erosion. The band was to be sent to pathology. Three attempts have been made to gather additional information and to determine device location.

Manufacturer narrative:
Date sent: 11/12/2009. Information is unavailable; device was not returned for evaluation.